Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted concurrently with cystocele and rectocele due to dysmenorrhea, rectocele, cystourethrocele, stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, infection, urinary/bowel problems, bleeding and dyspareunia. (B)(4).

Manufacturer narrative:
It was reported that patient concurrently underwent laparoscopic-assisted vaginal hysterectomy and laparoscopic left salpingo-oophorectomy.

Event description:
It was reported that patient concurrently underwent laparoscopic-assisted vaginal hysterectomy and laparoscopic left salpingo-oophorectomy.